Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-03323. It was reported that the patient's leads migrated. As a result, surgery occurred in which the leads were explanted and replaced, which resolved the issue.